Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer morphine at an unknown concentration via an implantable infusion pump. The indication for use was failed back surgery syndrome and spinal pain. It was reported that the patient's persona therapy manager (ptm) had not been working for the past two days. When a bolus was attempted the error code "8286-empty reservoir" was displayed. A refill was scheduled for (B)(6) 2019. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type: programmer, patient. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that when the patient came to the office the reservoir was found to not be empty. It was reported that the batteries in the ptm were changed and the pump was refilled. The issue was reported to be resolved. No further complications have been reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.